Event description:
It was reported that the patient experienced recurring incontinence. The physician scoped the patient and observed an 80% improvement of his incontinence prior to his surgery. However, the patient insisted on further action to mitigate his slight incontinence issue. Therefore, the physician opted to replace the pressure regulating balloon with higher pressure balloon. There were no further complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.